Manufacturer narrative:
Additional information provided in b4, g6, h2, h11. Correction made to h6 (investigation type, investigation finding, investigation conclusion). Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
Note this event occurred in germany but the report was from the united states.

Event description:
Account: sanofi aventis, sanofi complaint ref#: (B)(4), country event occurred: germany. Item, sku, lot#: unknown. (B)(6) on (B)(6) 2024. Needle (partially blocked).